Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during a routine follow up, a left ventricular lead failed to capture. The next day the lead was repositioned. The following day, the lead failed to capture; the lead was explanted and replaced with a new lead. There were no patient complications reported as a result of this event.